Event description:
It was reported that the health care professional (hcp) requested a review of the stored presenting electrogram (egm) for the patient with this left ventricular (lv) lead capture. Technical services (ts) provided a review of the egm and noted that there is a slightly higher deflection after the scheduled bi ventricular pace and it could be possible loss of capture (loc). Technical services (ts) was consulted and recommended further in clinic review. This lv lead remains in service. No adverse patient effects were reported.